Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump lost date and time settings before. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had diminished battery life, scratch on the front screen, rewind was slower, backlight anomaly, low reservoir, no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, rewind anomaly, time/clock/back light anomaly noted during testing. Device had minor scratched lcd window.(B)(4).